Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed a "bridge test failed" message while attempting fourth shock at 200 joules. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.